Event description:
After iabp for seven days, the "blood detect" alarm sounded from the pump and blood was noted in the tubing. The dr was unable to remove the iab. The iab was entrapped. As a result of the event, the iab needed to be surgically removed. On 8/26/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: iab entrapped/surgically removed - rpt'd 4/11/97. Pt current status: o.k. - rpt'd 4/11/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.